Manufacturer narrative:
The product was not returned for evaluation. The root cause could not be determined. This instrument is manufactured from a single piece of raw material - there are no assembled components - the tip is not attached by weld, solder or any other means. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.

Event description:
A user facility in the united states reported that one month after a routine cataract surgery a little metallic speck was seen in the patient¿s right eye. Although this was not observed on the postop day 1 visit, it may simply have been overlooked or migrated after day 1. At no point was any metal observed during surgery. The user is unable to confirm the source of the particle. There was no complications nor medical intervention required.

Manufacturer narrative:
See related report: 0001920664-2024-00109.